Event description:
The initial reporter received questionable elecsys anti-hcv ii results for one patient tested with a cobas 8000 e 801 module serial number (B)(4). The patient's sample was tested on the e 801 module on (B)(6) 2022 and on (B)(6) 2022. The elecsys anti-hcv results were reported outside the laboratory. On (B)(6) 2022 and (B)(6) 2022, the patient's sample was tested on a mini vidas biomerieux analyzer. On (B)(6) 2022, the patient's initial elecsys anti-hcv result was 0.0383 coi non-reactive. On (B)(6) 2022, the patient's initial mini vidas biomerieux anti-hcv result was 2.38 coi reactive. On (B)(6) 2022, the patient's first repeat mini vidas biomerieux anti-hcv result was 4.42 coi reactive. On (B)(6) 2022, the patient's second repeat mini vidas biomerieux anti-hcv result was 4.28 coi reactive. On (B)(6) 2022, the patient's repeat elecsys anti-hcv result was 0.0384 coi non-reactive.

Manufacturer narrative:
The patient's sample was requested for an investigation, but the customer reported there was not enough sample left to provide for an investigation. The investigation is ongoing.

Manufacturer narrative:
The customer confirmed the patient's sample was not confirmed by immuno-blot. The investigation reviewed the customer's qc results and the results were within the acceptable ranges. The field service engineer stated the customer is working correctly according to qc specifications and performs maintenance on the analyzer. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.